Event description:
Initial reporter indicated that their programming wand was unable to interrogate a pt's vns. Another programming system was used so ruled out the pt's device as being the cause of the failure to program event. The same wand with another handheld was not able to interrogate. MFR is pending receipt of the programming wand for product analysis.